Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The keypad was responsive during testing. Unit was successfully download using thump for history files and trace files. The power management graph confirmed the unloaded voltage (ul vlith), and loaded voltage (loaded vlith) were within spec range. Failed battery test occurred on (B)(6) 2024 12:43 in history files. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba 1 and force sensor. Motor was tested outside of unit and it passed. The following were noted during visual inspection: scratched case, pillowing keypad overlay. P-cap was attached and locked into place properly. Charge/battery lasts less than and failed battery test is not confirmed. Prime anomaly and rewind anomaly is not confirmed. Keypad was responsive during testing and not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced charge/battery lasts less than expected, keypad/button unresponsive/button error, rewind anomaly, failed batt test, prime/fill anomaly. Troubleshooting was performed and the buttons were hard to press. No harm requiring medical intervention was reported. The customer had continued using the device. The insulin pump will not be returned for product analysis.